Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had no power. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had experienced a power failure and went offline in the remote smart service. A field service engineer (fse) checked the voltage on the power cord and disconnected all the drawers, but the issue persisted. The fse noted that the clicking sound was absent indicating a crowbar issue. The fse replaced the power supply and reconnected the drawers. The device then powered on and booted the application successfully. The fse also cleaned the electronics compartment and replaced the holster bolt that had fallen into electric compartment. The customer logged in and checked the functionality. The system functioned as intended after the field service engineer repaired the device.